Event description:
Related MFR report number: 2017865-2024-70410. Related MFR report number: 2017865-2024-70411. A patient death was reported, the cause of death is unknown. The pacemaker, atrial lead, and right ventricular (rv) leads were explanted.

Manufacturer narrative:
The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any anomalies with the exception of procedural damage.